Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Revision knee on (B)(6) 2022, poly exchange of a cs insert. Delaminated cs poly originally implanted in 2009. Revision knee date on (B)(6) 2022. Poly inserted in 2009 was replaced with a 3x12mm cs poly on (B)(6) 2022.

Manufacturer narrative:
An event regarding wear involving a triathlon insert was reported. The event was confirmed via evaluation of the returned device and clinician review of the provided medical records. Method & results: product evaluation and results: visual inspection: visual inspection of the returned device indicated that the insert is worn. The damage present on the posterior portion of the condyle was consistent with delamination and material loss. The damage on the articulating surface of the insert is consistent with burnishing, scratching, and third body indentations; which are common damage modes of uhmwpe. The yellow discoloration observed on the tibial insert is consistent with the absorption of synovial fluid by the device. Clinician review: a review of the provided medical information by a clinical consultant indicated: "the x-rays show a well fixed tka. There is significant loss of joint space medially consistent with wear of the polyethylene liner. The photograph of the explanted liner demonstrates gross wear with delamination particularly on the medial side. The explanted liner confirms a revision surgery was carried out. The root cause of this tibial component wear and delamination cannot be determined by the information provided." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to wear of the insert. Visual inspection of the returned device indicated that the insert is worn. The damage present on the posterior portion of the condyle was consistent with delamination and material loss. The damage on the articulating surface of the insert is consistent with burnishing, scratching, and third body indentations; which are common damage modes of uhmwpe. The yellow discoloration observed on the tibial insert is consistent with the absorption of synovial fluid by the device. The event was further confirmed through clinician review of the provided x-ray images. Root cause could not be determined from the information provided. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision knee on (B)(6) 2022, poly exchange of a cs insert. Delaminated cs poly originally implanted in 2009. Revision knee date (B)(6) 2022. Poly inserted in 2009 was replaced with a 3x12mm cs poly on (B)(6) 2022.